Manufacturer narrative:
The device was serviced at the customer site. Upon review, it was noted one of the batteries was not taking charge. Review of the device data found that there was no charging current to the battery. This could likely indicate a battery charging circuit issue within the power base board. The power base board and the batteries were replaced. The device subsequently passed all applicable testing.

Event description:
It was reported that the metra exhibited a charging issue. The device was noted to be connected to mains power, however, the batteries were not charging. There was no liver on board at the time the issue was noted.